Manufacturer narrative:
A partial lead with the connector pin, measuring 9.9cm was returned for analysis. The damages found were sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal.

Event description:
It was reported that the patient expired. There is no known allegation from a health professional that the death was related to the device. The cause of death was unknown. No further information is available at this time.